Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a supplier process issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 8/8/2024, an FDA medwatch notification was received via email. A facility representative reported that upon a patient's arrival in the post-anesthesia care unit, a thermal burn to the patient's operative right forearm was noted. The burn occurred during the endoscopic carpal tunnel release procedure on (B)(6) 2024. The wound was dressed, and the patient was sent home with instructions for home care. A week later, the patient had a 1.5 by 0.5 diagonal blister. On inspection of the light cord, the surface temperature on the suspect card, was 130 degrees fahrenheit. The patient experienced a second-degree burn.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.